Manufacturer narrative:
A visual, functional, and microscopic examination was performed. Multiple bends and shaft kinks were noted. The catheter was unable to prime, and the console issued an under-pressure alarm message. A hypotube separation was observed at 17 cm from the tip.

Event description:
Reportable based on device analysis completed on 03-oct 2024. It was reported that pump leak occurred. The target lesion was located in the 70% stenosed, straight degree tortuous, and severe calcified acute deep vein of lower left limb. An angiojet solent omni catheter was selected for treatment. During the priming process of the product, blood began to flow back after about 5 seconds and flowed back into the waste liquid bag after 20 seconds. Leakage was noted during the thrombus removal mode. No visible damage to the catheter was found but liquid was leaking in the pump body. The device was removed by another of the same device to complete the procedure. No complications reported, and patient status was stable. However, device analysis conformed a hypotube separation.